Manufacturer narrative:
(B)(4).

Event description:
It was reported auto mode switching episodes were observed due to the device sensing p-waves in the post ventricular atrial refractory period. The patient was short of breath during the episodes. Programming changes were not recommended as no changes will resolve the issue and patient condition. The physician will likely need to make medication changes instead. No further information is available.